Event description:
The consumer reported to the dealer that he allegedly has sores on his body caused by the screws on the wheelchair. No serious injury is alleged.

Manufacturer narrative:
MFR received info from distributor that a consumer sustained sores from contact with the chairs components. No history to suggest a product problem. Chair has been in service for 6 months. Consumer purchased online and was not properly fitted. MDR filed based on alleged medical treatment. No malfunction apparent. MFR has provided user a list of dealers to get properly fitted for their chair.